Event description:
Literature was reviewed regarding endovascular parent artery occlusion as salvage therapy for a pseudoaneurysm of an accessory middle cerebral artery trunk with ipsilateral internal carotid artery the following medtronic devices were used: marathon microcatheter, onyx-18 liquid embolic system. Among all patient's adverse events / device product performance issues included: the patient returned to preoperative baseline postoperatively but subsequently developed left upper limb paralysis. On postoperative day 4, CT imaging demonstrated infarction involving the left basal ganglia, insular lobe, and operculum. Following tracheotomy, the patient was transferred for rehabilitation training 1 week after evt. Despite rehabilitation efforts, he remained comatose 1 month postoperatively. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); implant date n/a; explant date n/a citation: yu, j. Endovascular parent artery occlusion as salvage therapy for a pseudoaneurysm of an accessory middle cerebral artery trunk with ipsilateral internal carotid artery. Radiology case reports 21 2026. Doi: 10.1016/j.radcr.2025.10.071 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.